Manufacturer narrative:
Testing of actual/suspected device (10) the getinge fse returned to the customer's site the following day to complete repairs. The fse replaced the helium regulator then performed all leak tests on the helium line of the cart and console. No additional leaks were observed and pm service was then completed. All safety, functionality, and calibration checks were performed and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), it was observed that the helium cylinder for the cardiosave intra-aortic balloon pump (iabp) was almost empty and the test could not be done for the maintenance. The fse decided to change the helium bottle and by opening the new bottle it caused a leak in the helium regulator. The fse noted that prior to pm service, a routine check had been performed and there had been no leak from the helium regulator at that time. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6, h10, h11. Corrected fields: g1. A getinge field service engineer (fse) evaluated the unit and confirmed the helium leak. The fse replaced the helium regulator to correct the issue. The fse performed the following test: functional control with patient simulator and iapb consumable, reset the console time and conducted safety disk leak test (pim). Lubrication of the helium inlet connector, lubrication of the valve inside the cardiosave carriage, verification of the absence of helium leak: loss of 3 psig in 5 minutes, within tolerances, calibration and verification of pressure sensors (vacuum, pressure), calibration and verification of helium pressure sensors (external, internal), compressor pneumatic performance test, drive part test, checking the purge, optical fiber test, checking battery capacity, checking doppler operation, functional tests with simulator (pressure signal, ECG signal), and iec 60601 standard electrical safety test (earth resistance, leakage current and insulation resistance). Device complies with the recommendations and tolerance ranges defined by the manufacturer. The iabp was then released to the customer and cleared for clinical service.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. A supplemental report will be submitted upon completion of our investigation. The initial reporter is a getinge employee who has different contact details from that of the event site. A contact person at the event site is currently unknown.

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), found that the cardiosave intra-aortic balloon pump (iabp) had the helium cylinder that was almost empty and the test could not be done for the maintenance. There was no patient involvement, and no adverse event reported.